Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1 ¿ brand name: previous brand name: servo-s; corrected brand name: servo-s base unit. D4 ¿ version or model #: previous version or model #: servo-s; corrected version or model #: 6640440. D4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing; corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the air gas module was identified as defective. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the air gas module was the cause of the failure. However, the root cause to why the part failed has not been established as neither the device's log nor the claimed part were available for further analyze. The correction of field g2 report source was required. This is based on the internal evaluation. Previous report source: foreign, user facility, company representative. Corrected report source: foreign, distributor.